Manufacturer narrative:
Device evaluated by MFR.: the device was received for analysis. Visual inspection revealed that the device was returned with the imaging widow detached in the lapjoint section. The imaging window and distal section of the imaging core was not returned for analysis. Kinks were observed in the sheath and telescope assembly. Broken drive shaft and imaging core windup was found within the telescope section of the device. Imaging core windup began 49.20 cm from the distal end of the connector shaft. Impedance testing showed an electrical open at proximal wave form. Media review of the video provided showed evidence of lost image.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that image visualization issues occurred. The 60% stenosed, 3.1mm x 70mm target lesion was located in the moderately tortuous and moderately calcified coronary artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter experienced no image production. The procedure was completed with another of the same device. No patient complications were reported, and patient status was stable. However, device analysis revealed detachment on the imaging window in the lapjoint section. It was further reported that the device was removed completely with the assistance of another device.